Manufacturer narrative:
Evaluation summary: two devices were received for evaluation. The returned products met specification as received. Visual inspection of the devices showed no defects. The reported condition was not confirmed. Visual inspection found no defects. The returned pencils were activated at 60w. No flame or abnormal effects was noted. No defects were detected with the devices. The investigation found the devices to function normally. The instructions for use (IFU) warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a blepharoplasty, the pencil in the fulguration mode, 12w, electrical arc was generated which caused burns on the eyelashes. It said that the arcing was stronger than usual it was said its more like a flame but I didn't have to be extinguished. There was no treatment done with the patient.